Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The complained device or the history log files of the device was not sent in for an evaluation. As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. The information has been entered into our database and will be included in our trend analysis of this product line. If we will get the reported device for an evaluation, the complaint will be reopened and the investigation report will be changed. For the current information the complaint is not confirmed, caused the device and the history log files were not available for an investigation.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in poland): "wrong supply - to long" no further information are available. No infusion rate, no date of occurrence.